Event description:
It was reported that the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protrude/loose drive support disk. All the buttons functions properly. However, moisture damage was found on the keypad traces. The device was received with scratched screen, cracked case near the display window corners, and cracked reservoir tube lip.